Manufacturer narrative:
The device log was available for investigation. The analysis of the log file revealed that the reported event was caused by the software of the firmware of the power supply unit. The power supply monitors battery charge behavior. It is checked if supplied energy results in the expected raise of battery voltage. In the reported case the battery could be charged, but the behavior was different from expectation. This was interpreted by the power supply as a failure of the internal battery charging process. Due to this problem the alarm messages "battery failure" and "internal power supply failure" were posted with accompanying acoustical alarms. Ventilation was not affected by this problem. This device behavior was reported in some cases and can occur only if batteries with specific final charge voltage are installed. The problem is already fixed in the newer software version, which is implemented in the course of regular service. The ventilator posted alarms as mentioned above to inform the user that batteries may not be available in case of mains interruption. In this case a power fail alarm would be posted.

Event description:
This MDR is filed to give a response to the user facility report (B)(4). It was reported that while the ventilator was connected to a pt, the message "internal power failure" was displayed on the screen of the ventilator. The ventilator continued to ventilate the pt. No pt injury was reported.